Event description:
Customer reported that the pump delivered dosage beyond set point. E-mail was sent requesting more information such as; what the rate was set at and for how long, what kind of medication, was there a patient involved etc. E-mail received from customer that the only information was a sticky not sitting in sp broken equipment.

Manufacturer narrative:
Investigation found that pump's preventative maintenance due date was pass on july 14, 2008 and pump delivered more than +/-5%. The pump was calibrated to resolve.